Event description:
It was reported that the connection between the adapter and the tubing leaked during a press-and-hold check despite the user confirming the tubing was tightened, and the user continued using a recently replaced cartridge; the agent advised replacing both the adapter and tubing, symptoms included no injury or adverse physiological effects. Outcomes included no alerts, no alarms, and no medical intervention. Customer care provided support that included troubleshooting over the phone with user education and recommendation to replace implicated disposable components. Investigation of this case revealed a suspected connection integrity issue at the adapter-to-tubing interface consistent with a leaking connector, with the affected components identified as the adapter and tubing assembly. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup or handling contributing to a leak at the disposable connection, though a component fit variability cannot be excluded.